Event description:
Advanced bionics was made aware that the pt suffered a head trauma. After the trauma the pt experienced pain and sound quality issues. External equipment has been exchanged and programming adjustments have been made, however, the issue is not resolved. The pt's device was explanted. The pt was reimplanted with another cochlear device.